Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson alleged an ultra meter result was inaccurate; however, based upon the info she shared with the customer care advocate, the patient possibly thought it was inaccurately high. After obtaining a fasting morning result of 150 mg/dl, she took her usual dose of 18 units from the novolog pen and then ate breakfast. Soon after, she arrived at work feeling "nervous and sweaty." Due to the symptoms, she ate something. No other medical intervention was received. Because the patient alleged she had symptoms that developed after testing and taking insulin, the complaint is captured as an adverse event. Product was replaced.